Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A site representative reported that, while in a spinal fusion procedure, the site's imaging system intermittently did not recognize their navigation system. The connection indicator does not turn green. The patient was under anesthesia, and an incision was made when this occurred. The surgeon opted to continue the procedure to completion without the use of the navigation system and without the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The ethernet panel coupler and cross connect network cable were replaced on-site and returned for analysis. Medtronic investigation of suspect cross connect network cable was unable to replicate the reported issue. Both ends of the cable 8p8c connectors are in good shape. Continuity tested the cable and didn't find any opens or shorts. No fault found. Medtronic investigation of suspect ethernet panel coupler confirmed the connection issue. Visual inspection pass. Functional test found that coupler does not link ethernet devices. No connection established. The reported issue was confirmed to be caused by an electrical failure mode.